Event description:
Doctor reported event of cholecystitis from journal article: "laparoscopic adjustable gastric banding in severely obese adolescents", jama, february 10, 2010-vol 303, no. 6.

Manufacturer narrative:
Taper ii - the reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based on the probable implant date, the taper type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Cholelithiasis is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of cholelithiasis as follows: "rapid weight loss may result in development of cholelithiasis which may require a cholecystectomy."